Event description:
In clinic, lead shows intermittent noise on far field iegm and rv channel. Clinician is unable to recreate noise with postural movement but noise intermittently recurs which led to inappropriate shocks previously. Full lead evaluation was recommended. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.